Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However a photograph was provided from the onsite evaluation conducted by the fresenius field service technician (fst) that was used to confirm the reported issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A fresenius field service technician (fst) reported that thermal damage was discovered on the solenoid valve (valve 34) of the fresenius 2008t hemodialysis (hd) machine. The burned valve was noticed during machine repair. The fst was initially requested onsite by a user facility area technical operations manager (atom) after various alarms related to the blood pump module were received on the machine. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. There was no observed burning smell, smoke, spark, flame, or arcing as a result of the reported issue. The machine has approximately 28,688 operating hours. It could not be confirmed whether the part was original to the machine. The cause of the thermal damage could not be determined. The atom reported that there was no damage observed on any other components, or any other additional issues, associated with the burned valve the fst replaced the valve to resolve the thermal damage, as well as the blood pump module to address the initial issue and the heater rod as it was also determined to be defective. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The complaint sample was not reported to be available to be returned to the manufacturer for physical evaluation.

Event description:
A fresenius field service technician (fst) reported that thermal damage was discovered on the solenoid valve (valve 34) of the fresenius 2008t hemodialysis (hd) machine. The burned valve was noticed during machine repair. The fst was initially requested onsite by a user facility area technical operations manager (atom) after various alarms related to the blood pump module were received on the machine. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. There was no observed burning smell, smoke, spark, flame, or arcing as a result of the reported issue. The machine has approximately 28,688 operating hours. It could not be confirmed whether the part was original to the machine. The cause of the thermal damage could not be determined. The atom reported that there was no damage observed on any other components, or any other additional issues, associated with the burned valve the fst replaced the valve to resolve the thermal damage, as well as the blood pump module to address the initial issue and the heater rod as it was also determined to be defective. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The complaint sample was not reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.